Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot (B)(4). No abnormal issue was found in the manufacturing process, technical testing, and quality control inspection, the manufacturing process complied with the dmr. The reported issue was not found. This complaint is not verified.

Event description:
Invalid result (s). No result. User stated that they performed three tests and none of them produced a result. The user appears to have performed the test correctly.